Event description:
The customer reported that she was hospitalized with a high blood glucose of 464 mg/dl. The customer had been experiencing high blood glucose levels all day, when the infusion set was removed, the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed, but the customer stated that someone had changed the basal rates, and she didn't know if they were correct. Advised to confirm with her hcp. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.